Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking knob was loose. It was noted that the turning knob was released. It was further determined that the device failed pretest for functional test, check saw blade coupling, and general condition. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the knob on the battery oscillator device came off the saw. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the knob on the battery oscillator device came off the saw was confirmed. However, the assignable root cause was not determined. It was noted that due to an exceeded occurrence rate and the undetermined root cause, it was determined that further investigation of the root cause is needed. A CAPA has been opened to address this issue. If additional information should become available, a supplemental medwatch report will be submitted accordingly.